Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported by the parent that the pediatric patient's sensor quit working at 10 o'clock in the morning; however, the parent did not know if patient received an error. The patient tandem tslim in modified closed loop. The parent said that sensor quit working (B)(6) 2025 at 10o'clock in the morning until nighttime. It did not give him any cgm readings at all, so they brought the patient to the hospital after 12 hours. The last known cgm was not documented. It was not documented whether the bg was being monitored by fingerstick during the time period without cgms. He had extremely bad headache and started throwing up. When they arrived, they gave him humalog (parent don't know the dosage) and IV water. They let him stay there and was discharged monday, (B)(6) 2025 at 03:00 pm. The patient was fine during the report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.